Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Customer troubleshoot and reset the pump, the malfunction alarm was cleared, and reportedly, insulin delivery was able to be resumed. Customer¿s blood glucose level was 76 mg/dl.